Manufacturer narrative:
This MDR is related to ge healthcare. Results - burning smell. The ge service rep replaced parts on the system. The system now operates as intended.

Event description:
The customer reported there was a burning smell coming from the system.